Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been turned on prior to being implanted in the patient. The ICD therefore appeared to exhibit premature battery depletion. The ICD was explanted and replaced. The right ventricular (rv) lead thresholds were programmed to a lower output and the lead remains in use. No further patient complications have been reported as a result of this event.